Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. The insulin pump had cracked case at the display window corners and minor scratched display window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of 37 mg/dl. The customer was treated for their blood glucose with glucose tablets and IV fluids. The customer stated that they called the paramedics because they felt low and noticed that their insulin pump may have delivered too much insulin. The customer did connect from the insulin pump. The customer was not wearing the insulin pump during their hospital stay. The customer passed out while taking a nap. The customer returned the product for analysis.